Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ severe pain'), genital haemorrhage ('heavy abnormal bleeding'), iron deficiency anaemia ('amenia') and uterine haemorrhage ('abnormal uterine bleeding') in a 46-year-old female patient who had essure (batch no. 975396) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included adenomyosis, menses irregular with excessive bleeding, pelvic laparoscopy, gastric bypass, poland's syndrome, augmentation mammoplasty, polycystic ovarian syndrome, uterine hypoplasia, uterine fibroid, endometriosis, anemia from chronic blood loss, polymenorrhea, iron deficiency anemia, ovarian cyst, foot pain, hypertension, coronary artery disease, melena, hematemesis, hematochezia, gastroesophageal reflux, urinary tract infection, dysuria, hematuria and burning sensation. Concomitant products included ferrous sulfate, ibuprofen, irbesartan and medroxyprogesterone acetate (depo-provera) in 2012. On (B)(6)2012, the patient had essure inserted. In (B)(6)2015, the patient experienced uterine haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding ( menorrhagia)/ menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)/ heavy abnormal vaginal bleeding"). On (B)(6)2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 3 years 9 months after insertion of essure. In (B)(6)2016, the patient experienced genital haemorrhage (seriousness criterion medically significant) and iron deficiency anaemia (seriousness criterion medically significant). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), arthritis ("other injury(ies) or complications please describe: joint inflammation"), alopecia ("other injury(ies) or complications please describe: hair loss"), back pain ("lower back pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, dysmenorrhoea, back pain and abdominal pain had resolved and the iron deficiency anaemia, uterine haemorrhage, fatigue, arthritis and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, arthritis, back pain, dysmenorrhoea, fatigue, genital haemorrhage, iron deficiency anaemia, menorrhagia, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: she received treatments for events dysmenorrhea (cramping),pelvic/ abdominal, back, menorrhagia (heavy menstrual bleeding), fatigue, hair loss, joint inflammation. Right- 8 coils left-2 coils visible. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 11-oct-2019: plaintiff fact sheet and medical records received. Lot number added. Concomitant drug, medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ severe pain'), genital haemorrhage ('heavy abnormal bleeding'), iron deficiency anaemia ('amemia') and uterine haemorrhage ('abnormal uterine bleeding') in a 46-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2015, the patient experienced uterine haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding ( menorrhagia)/ menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)/ heavy abnormal vaginal bleeding"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 3 years 9 months after insertion of essure. In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant) and iron deficiency anaemia (seriousness criterion medically significant). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), arthritis ("other injury(ies) or complications please describe: joint inflammation"), alopecia ("other injury(ies) or complications please describe: hair loss"), back pain ("lower back pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, dysmenorrhoea, back pain and abdominal pain had resolved and the iron deficiency anaemia, uterine haemorrhage, fatigue, arthritis and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, arthritis, back pain, dysmenorrhoea, fatigue, genital haemorrhage, iron deficiency anaemia, menorrhagia, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: she received treatments for events dysmenorrhea (cramping),pelvic/ abdominal, back, menorrhagia (heavy menstrual bleeding), fatigue, hair loss, joint inflammation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: added event abdominal pain. Updated event menorrhagia. Updated outcome of event dysmenorrhoea, menorrhagia. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ severe pain'), genital haemorrhage ('heavy abnormal bleeding'), iron deficiency anaemia ('amemia') and uterine haemorrhage ('abnormal uterine bleeding') in a 46-year-old female patient who had essure (batch no. 975396) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included adenomyosis, menses irregular with excessive bleeding, pelvic laparoscopy, gastric bypass, poland's syndrome, augmentation mammoplasty, polycystic ovarian syndrome, uterine hypoplasia, uterine fibroid, endometriosis, anemia from chronic blood loss, polymenorrhea, iron deficiency anemia, ovarian cyst, foot pain, hypertension, coronary artery disease, melena, hematemesis, hematochezia, gastroesophageal reflux, urinary tract infection, dysuria, hematuria and burning sensation. Concomitant products included ferrous sulfate, ibuprofen, irbesartan and medroxyprogesterone acetate (depo-provera) in 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2015, the patient experienced uterine haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding ( menorrhagia)/ menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)/ heavy abnormal vaginal bleeding"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 3 years 9 months after insertion of essure. In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant) and iron deficiency anaemia (seriousness criterion medically significant). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), arthritis ("other injury(ies) or complications please describe: joint inflammation"), alopecia ("other injury(ies) or complications please describe: hair loss"), back pain ("lower back pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, dysmenorrhoea, back pain and abdominal pain had resolved and the iron deficiency anaemia, uterine haemorrhage, fatigue, arthritis and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, arthritis, back pain, dysmenorrhoea, fatigue, genital haemorrhage, iron deficiency anaemia, menorrhagia, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: she received treatments for events dysmennorhea (cramping),pelvic/ abdominal, back, menorrhagia (heavy menstrual bleeding), fatigue, hair loss, joint inflammation. Right- 8 coils left-2 coils visible . Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ severe pain'), genital haemorrhage ('heavy abnormal bleeding'), blood loss anaemia ('amenia') and uterine haemorrhage ('abnormal uterine bleeding') in a (B)(6) year old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2015, the patient experienced uterine haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding ( menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal)/ heavy abnormal vaginal bleeding"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 3 years 9 months after insertion of essure. In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant) and blood loss anaemia (seriousness criterion medically significant). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), arthritis ("other injury(ies) or complications please describe: joint inflammation"), alopecia ("other injury(ies) or complications please describe: hair loss") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage and back pain had resolved and the blood loss anaemia, uterine haemorrhage, menorrhagia, dysmenorrhoea, fatigue, arthritis and alopecia outcome was unknown. The reporter considered alopecia, arthritis, back pain, blood loss anaemia, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received case becomes incident. Previously reported event injury nos was removed. New events pelvic pain/ sever pain, abnormal bleeding (vaginal)/ heavy abnormal vaginal bleeding, abnormal bleeding ( menorrhagia), dysmenorrhea (cramping), fatigue, other injury(ies) or complications please describe: joint inflammation, hair loss, abnormal uterine bleeding, heavy abnormal bleeding, amenia, lower back pain and she did not undergo essure confirmation test was added. Essure indication and removal date was added. Patient date of birth and height was added. New reporter was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.